Event description:
A report was received that the pt is having difficulty establishing communication between the ipg and the remote control. Troubleshooting was performed by bsn and was unsuccessful. The pt reported that he could not feel the stimulation. An ipg replacement has been recommended.